Event description:
It was reported to philips that the device's flexvision computer failed to boot. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the diagnostic procedure was completed as planned. Analysis of the log files indicated a malfunctioning flexvision pc and that the ¿ host-pc could not connect to the flexvision-pc¿. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse found that the flexvision screen was blinking randomly. Fse replaced flexvision pc and hard drive, reinstalled software and backup was loaded which resolved the issue. The defective flexvision pc was returned for analysis. The cause of the flexvision pc could not be conclusively determined by the supplier's part analysis. However, replacement of the flexvision pc and hard disk and reinstallation of software returned the system to use in good working condition. The codes were updated based on the investigation outcome.